Event description:
The customer reported that the insulin pump goes off and on. Customer stated that he changed the battery and put in new battery and nothing happens. Customer stated he took out and put it in for 4-5 times and it worked. Customer's blood glucose was 110 mg/dl. The customer was assisted in troubleshooting for blank display and was advised that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).